Manufacturer narrative:
Correction/clarification to b3 date of occurrence: previous medwatches reported a date of occurrence of (B)(6) 2024, but this date is almost a year after the device was explanted. Date of occurrence has been corrected to the date left side events were diagnosed by pathology following device explant. Correction to b5 description of event and h6 adverse event problem: it has been identified that the report of "fatty necrosis", previously captured as e2327 necrosis, did not occur due to the device in this record and will be un-reported. This event occurred in october 2023, 6 months after the device in this record was explanted and after the patient was implanted with a non-allergan device.

Event description:
Patient representative reported left side "histiocytic reaction and the presence of foreign material" diagnosed by pathology. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device. It has been identified that the report of "fatty necrosis" did not occur to the device in this record and will be un-reported.

Event description:
Patient representative reported left side "persistence of small hypermetabolic lesions at the periprosthetic level of the left breast (lower quadrants), cannot differentiate if it is fatty necrosis (cause of false positives) or lymphomatous involvement" device has been explanted. Treatment: device removal, capsulectomy.

Manufacturer narrative:
Clarification d1 (below are the device details for both side devices, but sides are not specified): ref: n-27-mx145-550, sn: (B)(6) (unspecified side). Ref: n-27-mx150-620, sn: (B)(6) (unspecified side). The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis.

Event description:
Patient representative reported left side "persistence of small hypermetabolic lesions at the periprosthetic level of the left breast (lower quadrants), cannot differentiate if it is fatty necrosis (cause of false positives) or lymphomatous involvement." The device has been explanted with complete capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "granuloma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative reported left side "persistence of small hypermetabolic lesions at the periprosthetic level of the left breast (lower quadrants), cannot differentiate if it is fatty necrosis (cause of false positives) or lymphomatous involvement." Patient representative later reported left side "histiocytic reaction and the presence of foreign material" diagnosed by pathology. The device has been explanted with complete capsulectomy and replaced with another manufacturer's device.